Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's related to the reported complaint condition were identified. Summary: an open box with twenty-five unopened samples of product were returned for analysis. The complaint sample was not received. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. Per the condition of the samples received, no performance pull off - suture needle was found, and the tested samples met the finished goods requirements.

Event description:
It was reported that the patient underwent an unknown surgery in 2020 and the suture was used. The needle popped off the suture during the procedure, unknown layer of tissue, unknown loop. There were no patient consequences reported.